Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture and remained inside the patient. The procedure was completed with another capio suture and capio device. The patient's condition at the conclusion of the procedure was reported to be stable.